Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 12.0 mmol/l. The customer changed the infusion set and the pump resumed normal function for a couple more days until the pump received a partial display anomaly. The pump had not been dropped or bumped, and the customer was using batteries provided by the hospital. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.